Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the sensor did not alert for low blood glucose and received a lost sensor alert. The customer's blood glucose reading was 34 mg/dl at the time of incident and is 208 mg/dl at the time of call. Troubleshooting found that the pump is not communicating with the transmitter and customer was advised on transmitter connections.